Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014; product type lead, product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4) found no significant anomaly. The device was functionally okay.

Event description:
It was reported that the patient was seen by a manufacturer representative on (B)(6) 2014. The patient was given a new desktop charger and recharger and they were able to recharge their stimulator with no problems. Since the patient had their implantable neurostimulator (ins) replaced they had not experienced any heating issues. The patient's new ins was oriented and adaptive stimulation was programmed. The patient was satisfied at the time of the report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that after the patient had a meeting with their doctor or a manufacturer representative on (B)(6) 2014 they were still having concerns with their device. The patient was seen again on (B)(6) and noted that their system was still heating up but the doctor, patient, and manufacturer representative were all unable to palpate any temperature changes. The patient saw their doctor again on (B)(6) and they were scheduled to have their implantable neurostimulator (ins) replaced and the pocket site revised. The battery was explanted on (B)(6)2014. At the time of the report the patient had not been seen in post-op.

Event description:
It was reported that the patient experienced warmth at the pocket about 10 minutes after the implantable neurostimulator (ins) was turned on. The burning sensation was only present when the ins was on. The patient was not recharging when these issues were present. The patient was reprogrammed on (B)(6) and after reprogramming on that day the patient¿s battery started getting hot after being on for about 5 minutes. The battery was heating when in use. The reprogramming was able to achieve coverage of the patient¿s back, left leg, and right medial knee. The warmth issues started recently relative to the date of the report. The patient¿s doctor thought that the lead was abnormal. The device was checked by a manufacturer representative and the impedances and everything else were normal. During the testing it was noted that the lead was the warm part. It was unclear what part of the device was getting warm. The patient had a doctor¿s appointment on (B)(6) to evaluate the patient and device. The cause of the event was not determined and it was unknown if the event was device related. The implanting physician was planning a revision. With the 0 electrode as a reference the impedance readings were: 1840 ohms, 1783 ohms, 1482 ohms, 1450 ohms, 1528 ohms, 1475 ohms, 1525 ohms, 1923 ohms, 1488 ohms, 1695 ohms, 1797 ohms, 1549 ohms, 1511 ohms, 1482 ohms, 1459 ohms. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient&#38112;implantable neurostimulator (ins) was slightly askew relative to the recharger head. It was reported that when the patient turned on their recharger it would heat up after about 10 minutes. The patient was going to be seen on the monday after the report.